Event description:
The user's auditory response with the device has been poor after a head trauma had occurred about 6 months prior. When the user visited the clinic channels with abnormal impedances were found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition one channel was left extra-cochlea at implantation surgery. In addition in situ measurements in 2018 already showed three channels with hi status due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's auditory response with the device has been poor after a head trauma had occurred about 6 months prior. When the user visited the clinic channels with abnormal impedances were found. Re-implantation is considered.